Event description:
The insulin pump was alarming button error, trying to suspend had trouble and now it was not working. Customer did not know blood glucose value. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.